Event description:
The hospital reported that during a endoscopic vein harvesting procedure, when the scissors were advanced through the cannula, it would stick. Towards the end of the case, the scissors broke at the end of the shaft near the rotation knob. Replacement scissors were used to complete the case. No pt injury has been reported. This report is filed because fitting problems with shaft and cannula (scissors sticking when moved through cannula) is a reportable malfunction.

Manufacturer narrative:
Investigation details: it was observed that the scissors did encounter some resistance while it was passing through the main seal in the handle of the device. Measurements of the scissors shaft and main seal indicate that these meet specifications. Also the degree of sticking was abnormal; once past the seal, the shaft movement was normal. The customer complaint of sticking in the cannula is not confirmed.